Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for glucose hk (gluc2) on a cobas integra 400 plus instrument. The initial result was 230 mg/dl. The repeat result was 157 mg/dl. The questionable result was not reported outside of the laboratory. The gluc2 reagent lot number was 46392801 with an expiration date of 31-aug-2021.

Manufacturer narrative:
Calibration and qc were acceptable and the issue did not occur with other patient samples or other tests. Based on this, a general reagent or instrument issue is not suspected. The customer has had no further issues. The investigation determined the malfunction is consistent with pre-analytical handling issues. A product problem was not identified.